Event description:
The customer observed a falsely decreased alinity I total -hcg result for a patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): (B)(6) 2026 sample ID (B)(6) initial result = 74.75 miu/ml, (B)(6) 2026 sample ID (B)(6) result = <1.2 miu/ml, (B)(6) 2026 repeat result = 496 miu/ml, (B)(6) 2026 sample ID (B)(6) result = 13754.69 miu/ml. Precision testing completed and results = 497.3 miu/ml, 496.18 miu/ml, 505.43 miu/ml, 524.77 miu/ml, 516.09 miu/ml. No impact or negative impact to patient management was reported.

Manufacturer narrative:
Service performed extensive troubleshooting measures; however, a definitive part was not identified as the issue, therefore, alinity I, serial number (B)(6) will be investigated for generating the false decreased results. The service history for alinity I, serial number (B)(6), returned no additional complaint tickets for false decreased total b-hcg patient results. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. The review of manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I total -hcg result for a patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): (B)(6) 2026, sample ID (B)(6), initial result = 74.75 miu/ml. (B)(6) 2026, sample ID (B)(6), result = <1.2 miu/ml, (B)(6) 2026 repeat result = 496 miu/ml. (B)(6) 2026, sample ID (B)(6), result = 13754.69 miu/ml. Precision testing completed and results = 497.3 miu/ml, 496.18 miu/ml, 505.43 miu/ml, 524.77 miu/ml, 516.09 miu/ml . No impact or negative impact to patient management was reported.